Manufacturer narrative:
The reported event could not be confirmed. Incoming inspection and the DHR of the reported the returned device revealed no manufacturing discrepancies. The review of risk file, labelling and nc-database revealed no observations. During examination of the returned device no dirt / residue fell off from the device. The item had undergone additional cleaning for return, and it is not unlikely that potential loose particles had been removed during that process. However, investigation could not exclude that the returned particles were remains of the product¿s material. Sufficient cleaning is required in the labelling ¿ such as IFU and re-processing brochure. With the available information a root cause could not be determined.

Event description:
As reported: black powder came out from the target device while inserting the nail by hitting. The powder fell to the patient because the operation was in the lateral position. There was no injury to the patient.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: black powder came out from the target device while inserting the nail by hitting. The powder fell to the patient because the operation was in the lateral position. There was no injury to the patient.